Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had a fading display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning on (B)(6) 2011. The patient claimed she manages her diabetes with insulin. The patient denied taking any action regarding her diabetes management routine at the time the alleged issue began. On the morning of (B)(6) 2011, the patient stated she had symptoms of dry mouth, frequent urination, weakness, and was sweating after the alleged issue began. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the meter was not misused. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.